Manufacturer narrative:
The ge service rep conducted an onsite investigation. The power supply and the fluoro functions board were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a collimator error message. No pt injury was reported.